Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a past event, that the insulin pump alarmed no delivery during a bolus and before and after an infusion set change. The customer's blood glucose reading was unknown at the time of incident. The customer was advised to prime the device but insulin did not exit the tubing and alarmed no delivery. The customer tried with another reservoir and insulin exited the tubing. Troubleshooting found that the incident was resolved by a reservoir change and another time, it was resolved by a complete set change. Customer does not have product to return.